Manufacturer narrative:
The device is expected to be returned; however; the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. Although requested, the customer declined to provide blood glucose level. There was no reported impact to the customer's blood glucose level.